Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed no delivery during manual prime and the customer experienced high blood glucose value of 500 mg/dl. The customer treated with manual injection. During troubleshooting, it was stated there was no damage at the tubing connector and they stated insulin did not exit during manual prime. They changed the infusion set and stated that the insulin pump alarmed no delivery with manual prime. It was found that the infusion set in use was expired. They stated the product was received 6 months back. It was advised to refer to distributor. The product was not replaced or returned for analysis.